Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery after replacing the battery in a timely manner. The customer¿s blood glucose level was 213mg/dl at the time of the incident. Customer states he changes the battery and has not fixed the problem. Customer trouble shoot within a week of recurring alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. The device passed self test and displacement test. No replace battery now alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. It was received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.